Event description:
It was reported during an unknown procedure that the clips will not hold after placing. The clips fell several times, but not in the patient. Despite that, the surgeon used the device until the end of the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.